Event description:
It was reported that on (B)(6) 2024, a amplatzer amulet left atrial appendage (laa) occluder was chosen for implant, 14f amulet steerable delivery sheath. The patient was presented with small pericardial effusion prior to device attempt. Patient was in sinus rhythm with a contractile appendage and large transverse sinus. The patient's activated clotting time (act) levels was 378. Esmolol was administered to control heart rate during deployment. During the procedure, a second transseptal puncture was performed due to inability to get the steerable sheath coaxial enough for an orthogonal deployment. It was noted that there was difficulty implanting the amulet device, requiring multiple deployment attempts. About an hour post-procedure, the patient had a small blood pressure drop, which had also occurred during procedure. A transthoracic echocardiogram (tte) was done, and mildly larger pericardial effusion was noted. The patient was given colchicine and the pericardial effusion resolved on its own by the next day. The patient was reported to be stable and was discharged.

Manufacturer narrative:
An event of small pericardial effusion present prior to implantation worsening post implantation was reported. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from the field indicated that the patient's activated clotting time (act) levels was 378. Esmolol was administered to control heart rate during deployment. The field also indicated that a second transseptal puncture was performed due to inability to get the steerable sheath coaxial enough for an orthogonal deployment and that there was difficulty implanting the device. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined